Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made. The patients condition is stable.